Event description:
It was reported from an implant card that the patient had generator and lead explanted on (B)(6) 2015 due to lead discontinuity. A new lead and generator were implanted and impedance post-op was marked ok. Generator and lead were received for analysis on (B)(6) 2015. Product analysis is underway but has not been completed to date.

Event description:
Product analysis for the generator was completed and approved on 09/29/2015: the generator battery was found to be partially depleted. The partially depleted battery condition was the result of normal, expected battery depletion based on the battery life calculation, the electrical test results and the bench evaluation. The device performed according to functional specifications. Product analysis for the lead was completed and approved on 10/02/2015. A large portion of the lead assembly (body) including the electrodes was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. What appeared to be white deposits were observed in various locations. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified.